Event description:
The account reported the bed will not send a nurse call. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The account has tried changing the side com cables and isolated the hand pendant and the issue remains. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account reported they toggled on the nurse call switches to resolve the issue. Based on this information, no further action is required.